Event description:
A non-healthcare professional reported that the intraocular lens was explanted due to visual disturbances in the left eye of the patient and the intraocular lens breakdown. The patient developed astigmatism and the implanted lens caused over corrosion of cylinder and visual disturbances in left eye of the patient.

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided h.11. Upon further review it was confirmed that the event was not contributed by the system. Therefore this event doesn't meet regulatory reporting criteria. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the intraocular lens was explanted due to visual disturbances in the left eye of the patient and the intraocular lens breakdown.